Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 768 mcg/day (flex dosing) via intrathecal drug delivery pump for unknown indication of use. It was reported that pump motor stall occurred. None of note was reported for environmental/external/patient factors that may have led or contributed to the issue. Pump interrogation revealed the pump was in a motor stall that did not recover. The pump was replaced after it was discovered the motor stall did not resolve. After the motor stall occurred the patient started experiencing increased spasticity in his legs and increased irritability. That was according to the patient's mother. The patient's mother started hearing the pump alarming sometime tuesday (B)(6)2018. The patient was instructed to come to the managing facility yesterday (B)(6)2018 where a pump interrogation revealed the pump was in a motor stall that did not recover. The neurosurgery department replaced the pump the same day (B)(6)2018. At the time of this report, the issue was resolved and patient status was alive-no injury. The pump would be returned and the rep had possession of this product. No further complications were reported. The patient¿s medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 768 mcg/day (flex dosing) via intrathecal drug delivery pump for unknown indication of use. It was reported that pump motor stall occurred. None of note was reported for environmental/external/patient factors that may have led or contributed to the issue. Pump interrogation revealed the pump was in a motor stall that did not recover. The pump was replaced after it was discovered the motor stall did not resolve. After the motor stall occurred the patient started experiencing increased spasticity in his legs and increased irritability. That was according to the patient's mother. The patient's mother started hearing the pump alarming sometime tuesday (B)(6) 2018. The patient was instructed to come to the managing facility yesterday (B)(6) 2018 where a pump interrogation revealed the pump was in a motor stall that did not recover. The neurosurgery department replaced the pump the same day 3/28/18. At the time of this report, the issue was resolved and patient status was alive-no injury. The pump would be returned and the rep had possession of this product. No further complications were reported. The patient¿s medical history included cerebral palsy.